Manufacturer narrative:
The insulin pump was received with blank display due to the battery tube not being properly plugged into the interface board connector. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the insulin pump had a blank display when the customer woke up. Customer's blood glucose value was 527 mg/dl, which was treated with manual injection. During troubleshooting, it was stated that the battery cap, compartment and spring were not damaged or corroded and the insulin pump was not dropped or exposed to moisture. She stated that the display did not return after removing the battery for 10 minutes and cleaning the battery cap. It was then instructed to remove the battery for 2 hours and call back. The mother called back later and reported that the display did not return after the two hour reset. Customer's blood glucose value was 350 mg/dl. It was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump was replaced and returned for analysis.